Event description:
During a laparoscopic tubal ligation procedure, pieces from a disposable laparoscopic trocar were sheared & non-retreivable paricles remained in the patient's peritoneum (abdominal cavity). Immediately following the incident, the equipment involved in the procedure was retreived, use of the equipment was stopped pending further investigation. On 7/6/93, a subcommittee met which included the surgeon involved, chief & vice chief of surgery, qa & risk managers, dir of in patient services & central sterile mgr. The surgeon indicated that the mfgr's prod. Rep noted after the incident that a particular technique being used, although acceptable when using reusable metal ewqwuipment, should not be used with disposable equipment. The surgeon involved with this occurrance generally uses a reusable, metal trocar. The patient was informed of the occurance by the surgeon.